Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Abbvie representative on behalf of patient reported "implant ruptures" diagnosed via ultrasound. Later, healthcare professional reported "violation of the integrity of the implant membrane with the release of cohesive into the connective tissue capsule, deformation of the contours of the shape of the right breast", "capsular contracture baker grade I". Affected side is right. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, h6.

Event description:
Patient reported right side "implant rupture" diagnosed via ultrasound. Healthcare professional later reported "violation of the integrity of the implant membrane with the release of cohesive into the connective tissue capsule, deformation of the contours of the shape of the right breast", "capsular contracture baker grade I". The device has been explanted.